Event description:
Update** (B)(6) 2011 - medical records were received. The patient was revised to address significant pain. It was noted that there was mild soft tissue inflammation with some fluid build-up with collection of fluid intracapsular.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised at the patient's request.

Manufacturer narrative:
Depuy still considers the investigation closed.